Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. Root cause was undetermined.

Event description:
Customer reported five false positive events, see related cases for remaining three false positives reported. Customer received two false positive result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use cartridge lot: 21411j, cartridge serial number: (B)(4) and cue reader 22102010050719. The customer tested negative with an unspecified sars-cov-2 pcr test from (B)(4) CT. Everpoint health on (B)(6) 2022. Customer confirmed the cartridges were stored according to the instructions for use.